Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: used during an appendectomy. Once the surgical specimen had been placed in the bag, the surgeon noticed that the bag did not close completely. Despite the failure to close, the specimen was able to be removed in its entirety: the bag was able to pass through the trocar. The incident resulted in a slight increase in operating time, with no clinical consequences. The doctor did not feel any unusual resistance to the handle during closure, but did not feel a distinct locking sensation, which alerted him to this closure issue. The device in question is not available at the pharmacy for examination. Type of intervention: despite the failure to close, the specimen was able to be removed in its entirety: the bag was able to pass through the trocar. Patient status: no patient injury reported.